Event description:
It was reported there were no surgical contraindications for the patient. Subthalamic nucleus target and "safe" trajectory planning were performed using the newest version of the elekta planning software, where each and every MRI brain slice was observed for confirmation of a "safe" trajectory. A standard baklund biopsy needle, with a mandarin, was inserted into the right side of the brain up to 10 mm before the planned target. The mandrin was removed and the deep brain stimulation (dbs) lead was inserted for macro stimulation. The dbs lead penetrated the patient's brain up to 10 mm before the planned target. Test stimulation was successful, however, some patient drowsiness was observed. Subsequently, the neurostimulator was implanted. Post-operative imaging showed a superficial bleeding which worked its way down into the ventricle. Due to penetration of the bleeding into the ventricle system, a brainstem compression occurred resulting in a low level of consciousness of the patient. The patient was responsive and able to move their limbs. As of 2008, the patient was still in the hospital and slowly recovering. Th patient received ventricular drain to relieve the hydrocephalus resulting from blood penetrating the ventricular system. There was no blood in the target area. On the next day, the patient was talking adequately and moving with open eyes for the first time but still sleeping most of the day. The hcp expects further recovery but the degree of recovery is unknown at this time. It was reported the incident (bleeding) occurred during trajectory to the right brain target. The lead was inside the baklund biopsy needle and only penetrated the brain up to the last 10 mm before the planned target, therefore, the bleeding cannot be due to the use of the dbs lead.

Manufacturer narrative:
The lead related to this event was not identified. We were unable to determine which was the lead related to the event.